Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was surgically explanted due to be found in safety mode, which permanently limits device function. Prior to the explant, the device was interrogated and was found to no longer be in safety mode. The explanted device will be returned for product analysis. Besides surgical intervention, no adverse patient effects were reported.